Event description:
It was reported with the use of the bd plastipak¿ syringe luer-lok¿ there was an issue with syringe missing scale markings.

Manufacturer narrative:
Investigation: two photos of one loose 3ml syringe with an opened blister pack of batch #7060630 were received. It was observed that it is the same syringe in both photos and the scale marking is skewed. The scale markings begin at the 1.5ml mark and become more visible as they approach the 3ml mark. This is a rejectable condition per product specification. Potential root cause for the scale marking defect is associated with the marking process. It is possible that this defect occurred during machine setup and it is possible that few syringes were not properly scrapped during this process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ syringe luer-lok¿ there was an issue with syringe missing scale markings.